Manufacturer narrative:
Method, results, and conclusions: a site visit was performed on (B)(6) 2011. The report stated that there was a failure of a component of the system, the location board cable tail. The location board cable tail was replaced and the old one was returned for analysis. The evaluation of the location board cable tail determined that there was a cable conductor fracture. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
It was reported that the site was not able to get the location board to connect prior to a procedure. They swapped for a spare location board cable but still encountered the same problem. Therefore, the case was cancelled with the patient under general anesthesia. There was no harm or injury to the patient reported.